Manufacturer narrative:
The customer contacted siemens customer care center and reported that during water purification module (wpm) maintenance, the progard filter was installed in q-gard filter location. The customer recognized the error, corrected the filter placement. The customer reported that the instrument flagged quality controls (qcs) and 2 patient samples with "e521: above assay range" on the day that they incorrectly installed progard filter in the q-gard filter location. As per the dimension vista operator's guide the results flagged with above assay range are not reportable. The operator reported the flagged results. As per siemens instructions, the customer emptied and refilled the tank twice, recalibrated the carbon dioxide (co2) assay, and ran qcs. The calibrations and qcs recovered acceptably. Siemens further investigated the issue and determined that incorrect placement of the progard filter in the q-gard filter location contributed to the discordant, falsely elevated co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Flagged, discordant, falsely elevated carbon dioxide (co2) results were obtained on 2 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.